Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse contacted biomedical engineer (biomed) who stated after difficulty with stapler instrument was encountered with arm 1, sureform 60 stapler was then used on arm 3 with no issues. Biomed stated no 8mm instruments or stapler instruments were used on arm 1 after initial stapler swap as well as there was not a case that followed. Fse performed system test drive per isi procedure to attempt to reproduce the reported discrepancy. Fse was unable to reproduce reported issue during system test drive and also confirmed no errors were reported during test drive. Fse was able to successfully perform 3 power cycles. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The probable root cause cannot be determined based on the information provided and fse's field evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler had issues and had to manually release it. The user completed the procedure, and no known impact or patient consequence was reported.